Event description:
A customer contacted beckman coulter, inc. (Bec) to report obtaining lower hemoglobin (hgb) results on a coulter act diff analyzer in comparison to hgb results from a reference lab. The customer did not indicate the number of patients involved. Erroneous results were not reported out of the laboratory. No death, injury or change to patient treatment was reported in connection with this event.

Manufacturer narrative:
Specimens were analyzed on whole blood mode. Controls were run before and after the event which recovered within assay ranges. Hgb was slightly biased low but still well within range. The instrument was currently within quality control (qc) specifications with respect to controls and reproducibility. Per the customer, the lyse cap was intact. A field service engineer (fse) was dispatched for the event. The fse found and replaced multiple worn parts on the instrument due to normal wear and tear. The fse reviewed previous runs and found that results were in correlation range to reference lab results. The fse found that controls running right at assay with no fluctuations noted. Start up and controls were run. All parameters were within specifications. No further issues were noted.